Manufacturer narrative:
A ge service rep performed an onsite investigation. The system notes were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages that resulted in a loss of imaging functionality. System functionality was recoverable following a reboot. There is no report of death or serious injury.